Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The adapter and the battery cover passed the optical inspection.

Event description:
Reporter stated the patient experienced hyperglycemia and was hospitalized with diabetic ketoacidosis on (B)(6) 2014 due to the infusion device not delivering insulin correctly. Her blood glucose was above 24.0 mmol/l (432 mg/dl), and she lost consciousness. She was treated with an insulin pen and discharged from the hospital on (B)(6) 2014. The infusion device, adapter, cartridge, and infusion set were requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).